Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the keys required to be returned and no further findings available. Tss confirmed that the drawer failed to open during the dispensing process.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer was not opening to issue medication lorazepam 2mgml vial 1ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.